Event description:
A third party service center contacted the manufacturer regarding "service required" codes observed in a device's downloaded event log. The device was not in patient use. The third party service center was advised to replaced the device's internal battery to address the issues.